Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Explanted date - the device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal sheath broke when pulling back. The footplate and collagen were deployed successfully, manually, after the sheath broke. The procedure outcome was successful. The patient was reported to be in stable condition. Additional information was received on june 10, 2019. A 6fr procedural sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return dateand to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for evaluation. Visual inspection revealed that the carrier tube assembly was returned mated with the hemostasis sheath. The tamper tube and a piece of suture were returned as well. The carrier tube assembly was found to be mated properly with the hemostasis sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. The hemostasis sheath and tamper tube were examined, and no anomalies were noted. The returned suture was cut below the black compaction mark and it had uniform cut. The other end of the suture was examined under the microscope and it was noted that the suture had a frayed end. No brittleness or fragility was observed upon subjecting the suture to tensile forces. The tensioner hub was then disassembled to check for anomalies within the spool. There was no suture remaining on the spool. However, the suture was still tethered to the suture tensioner disk. No visual anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.